Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the infection was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that on (B)(6) 2015 the ins and lead wires had to come out because of infection at the ins site. The patient stated her whole back was inflamed. The patient did state she has an allergy to nickel. No further complications were reported. No additional patient symptoms were reported.